Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and oversensing on stored electrograms (egm). It was noted that the patient presented with an electrolyte imbalance. The lead remains in use. No patient complications have been reported as a result of this event.